Event description:
The device was received with the housing door broken off. During in house inspection it was observed that the o-ring was loose. This could cause the non-sterile battery to be exposed to the sterile field. There were no additional details available.

Manufacturer narrative:
The device was scrapped by the manufacturer.

Event description:
The device was received with the housing door broken off. During in house inspection it was observed that the o-ring was loose. This could cause the non-sterile battery to be exposed to the sterile field. There were no additional details available.